Manufacturer narrative:
Based on the results of the investigation, a probable root cause cannot be identified. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited watertight defects of damaged cables, cable breakage and white scratches. There was no patient involvement.